Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive, at the sensor insertion site. Patient described the skin reaction as being an itchy, bright red, and scarring rash. Sensor was inserted at abdomen on (B)(6) 2015. Patient treats the affected area with prescription triamcinolone 0.1% cream. Date of prescription and medical intervention is unknown. No additional event or patient information is available.